Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure in the great saphenous vein, when treatment button was pressed on the catheter, the error code twenty-one allegedly populated on the generator. It was further reported that when an attempt was made to move the catheter in position for another treatment, the catheter allegedly would not move and there was a significant amount of resistance. Reportedly, after enough force was applied, the catheter was eventually removed and the catheter was allegedly found to be damaged to the extent that a transducer was completely uncoiled. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a radiofrequency ablation procedure in the great saphenous vein, when treatment button was pressed on the catheter, the error code twenty-one allegedly populated on the generator. It was further reported that when an attempt was made to move the catheter in position for another treatment, the catheter allegedly would not move and there was a significant amount of resistance. Reportedly, after enough force was applied, the catheter was eventually removed and the catheter was allegedly found to be damaged to the extent that a transducer was completely uncoiled. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one venclose evsrf catheter and photo was received for evaluation. Multiple indentations were noted on the power cord which likely occurred due to the way the device was packaged for return. No damage was reported by the user. Therefore, the indentations and kinks will be considered incidental. The heating coils appeared to be uncoiled and melted with multiple bends and wires exposed and tissue was observed throughout the heating coils. No other anomalies were observed. During the visual evaluation, the distal portion of the catheter was noted to be deformed as the catheter shaft appeared uncoiled and the inner catheter coil wires were noted to be exposed at uncoiled portion of the catheter shaft. What appeared to be burned tissue, was noted throughout deformed portion of the catheter shaft. Multiple kinks were noted throughout the catheter shaft. Under microscopic observation, uncoiled portion of the catheter was examined. The inner coil wires were exposed and did not appear to protrude the uncoiled area. Upon opening the handle, no damage was noted. The red and yellow signal wires were noted to be soldered incorrectly in the back of the pcb. The proximal battery was noted to be partially seated within the battery holder. The distal battery was noted to be fully seated within the battery holder. Both battery holders appeared to be clean and when original batteries were removed no residue was noted to battery pads and batteries were also noted to be cleaned. During the functional evaluation, catheter was plugged into generator and remained in the home screen, after new batteries were inserted into generators catheter was recognized. Due to the sample¿s condition, cycle testing was not performed. Therefore, the investigation is determined to be inconclusive for the reported failure to advance as device could not be perform the functional test, the investigation is determined to be confirmed for the reported material deformation and the investigation is determined to be confirmed for the reported insufficient heating and the investigation is determined to be confirmed for a swapped signal wires issue (nonstandard device). A definitive root cause for the reported advance issue could be determined, however it is possible that when the user reported the significant amount of resistance were made to move the catheter, they identified swapped signal wires which is red and yellow signal wires were soldered incorrectly in the back of the pcb and is manufacturing related issue. Due to this swapped signal wires, this may cause to observe insufficient temperature which may occurred the device material to deformed and unable to move the catheter as well. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.